Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 48mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the aortic neck was 19mm in diameter and 9mm in length. The proximal neck angle was 45 degrees. During the index procedure, another manufacturer¿s device was implanted initially for embolization of the ima and lumbar artery. Subsequently, the endurant main body and contra limb were implanted. Another manufacturer¿s balloon catheter was used for touch-up. A final angiography showed a type ia endoleak related to the excessive curvature and short proximal neck. The physician decided to treat the endoleak by adding another manufacturer¿s device at the proximal side. A final angiography showed a decreased in the amount of the endoleak; however, was not resolved. An additional device was added (another manufacturer¿s device) and touch up was applied but the endoleak was not resolved. It was noted that the other manufacturer¿s device (cuff) slightly covered the renal artery. The physician completed the procedure since no additional treatment is available at this time and the patient will remain under observation. The patient is stable and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (short and angulated proximal aortic neck), unapproved use of device (aortic neck length less than 10mm); evaluation, conclusion: inherent risk of a procedure (endoleak), device failure related to patient condition (short and angulated proximal aortic neck), off ¿label, unapproved or contraindicated use (aortic neck length less than 10mm).